Event description:
On 19/aug/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a pd related infection. The patient was reportedly hospitalized waiting for the infection to clear, so surgery can be scheduled (specifics not provided). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 1000 mg every 5 days, and ceftazidime 100 mg daily for 21 days. However, on (B)(6) 2024 the patient¿s preliminary peritoneal effluent fluid culture returned positive for candida parapsilosis (fungal peritonitis), and the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd. As a result, the patient¿s ceftazidime was discontinued and replaced with intravenous (IV) vancomycin 2000 mg every 3 days and IV fluconazole 100 mg daily for 21 days. The patient remains hospitalized as of (B)(6) 2024 and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor use of personal protective equipment (ppe) and lack of hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has requested to remain on hd following discharge, as the performance of ccpd has become difficult due to her advanced age and deconditioning.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The pdrn attributed causality to an unspecified touch contamination event involving poor use of ppe and lack of hand hygiene prior to initiation and termination of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 19/aug/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a pd related infection. The patient was reportedly hospitalized waiting for the infection to clear, so surgery can be scheduled (specifics not provided). During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated with intraperitoneal (ip) vancomycin 1000 mg every 5 days, and ceftazidime 100 mg daily for 21 days. However, on (B)(6) 2024, the patient¿s preliminary peritoneal effluent fluid culture returned positive for candida parapsilosis (fungal peritonitis), and the hospital nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). The patient simultaneously received a temporary hemodialysis (hd) catheter (not a fresenius product), and the patient was transitioned to hd. As a result, the patient¿s ceftazidime was discontinued and replaced with intravenous (IV) vancomycin 2000 mg every 3 days and IV fluconazole 100 mg daily for 21 days. The patient remains hospitalized as of (B)(6) 2024 and is recovering from the serious adverse events. The pdrn attributed causality to an unspecified touch contamination event involving poor use of personal protective equipment (ppe) and lack of hand hygiene prior to initiation and termination of treatment. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has requested to remain on hd following discharge, as the performance of ccpd has become difficult due to her advanced age and deconditioning.